Event description:
Product - eea autosuture did not fire as it is intended to do, misfire caused tear in bowel. Pt was undergoing hand assisted laparoscopic sigmoid colon resection with stapled to end to end anastomosis. After repair was completed, there was no evidence of leak, bleeding or perforation. Pt recovered with no known further complications.